Manufacturer narrative:
A lot history review could not be completed as the part number and lot number involved in the incident are unk. There was no reported adverse pt effects.

Event description:
It was reported that during a procedure of a calcified lesion behind the knee (btk) the hi-torque connect guide wire was forcefully advanced but became separated/broke during the procedure. The device was removed and nothing remains in the vessel. There was no reported adverse pt effect. There was no reported clinically significant relay in the procedure. No add'l info was provided.